Manufacturer narrative:
As reported in a research article, rapidly progressive obstructive bioprosthetic valve thrombosis after surgical aortic valve replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: rapidly progressive obstructive bioprosthetic valve thrombosis after surgical aortic valve replacement: a case report.

Event description:
N/a

Event description:
The article, "rapidly progressive obstructive bioprosthetic valve thrombosis after surgical aortic valve replacement: a case report", was reviewed. The article presented a case study of a 65-year-old male patient with alcoholic liver disease, gout, chronic kidney disease, and prostate cancer. It was reported that on an unknown date, a 25mm epic aortic valve was chosen for implant for aortic valve replacement (avr). On post-operative day 113 (20 days following warfarin discontinuation), the patient returned with chest pain and dyspnea at rest. The patient also exhibited hypotension, with a blood pressure of 80/59mmhg, a heart rate of 115 bpm, and a respiratory rate of 30/min. Physical examination revealed peripheral coldness and cyanosis. Pulmonary auscultation demonstrated bilateral crackles. The patient experienced in-hospital cardiopulmonary arrest (cpa) and underwent extracorporeal cardiopulmonary resuscitation (ecpr). Patient was diagnosed with heart failure secondary to obstructive bioprosthetic valve thrombosis (bpvt). Subsequent computed tomography imaging revealed severe pulmonary congestion. A decision was made to perform redo-avr. Thrombus formation was observed on the explanted epic valve at all three leaflets, especially severe on the left coronary cusp and right coronary cusp. A 25mm edwards inspiris resilia valve was implanted. On post-operative day 7, hypotension developed due to infection and bleeding from the wound and alveoli, necessitating additional mechanical circulatory support. Due to the patient¿s bleeding tendency, impella was avoided, and an intra-aortic balloon pump (iabp) was selected for hemodynamic support. Extracorporeal membrane oxygenation was gradually weaned by post-operative day 10, and the iabp was removed on post-operative day 15. However, the patient developed multi-organ failure secondary to pneumonia and died on post-operative day 25. [The primary author was shin hasegawa, department of cardiology, nagoya tokushukai general hospital, 2-52 kozojicho kita, kasugai, aichi 487-0016, japan. The corresponding author was soh hosoba, department of cardiovascular surgery, nagoya tokushukai general hospital, 2-52 kozojicho kita, kasugai, aichi 487-0016, japan, with corresponding email: soh.hosoba@gmail.com].

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B2: date of death is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: rapidly progressive obstructive bioprosthetic valve thrombosis after surgical aortic valve replacement: a case report.

Manufacturer narrative:
The article, "rapidly progressive obstructive bioprosthetic valve thrombosis after surgical aortic valve replacement: a case report", was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Biological factors such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. Based on the medical review performed at abbott: the cause of death is due to valve thrombosis with complications associated with a redo surgical avr which included myocardial dysfunction requiring prolonged ECMO, pneumonia, and multi-organ failure. The valve had excellent hemodynamic performance on post-operative day #93 such that it is unlikely that there was any anomaly associated with the valve performance and positioning at the time of implant and through 3 months of follow-up. Therefore, most likely the thrombosis is likely due to biological factors and the patient's reaction to the implanted valve. It is conceivable the patient may have had a hypercoagulable state that may require longer term anticoagulation. The underlying comorbidity of alcoholic liver disease may also be a contributing factor in combination with the history of prostate cancer which may create a hypercoagulable state. Most likely the cause of thrombosis is patient-related, and the cause of death is procedure-related. There is no evidence of a device malfunction. Based on the information provided, the reported incidents may be attributable to patient comorbidities and/or procedural complications. However, this could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: rapidly progressive obstructive bioprosthetic valve thrombosis after surgical aortic valve replacement: a case report.